Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381012 and lot number 3121182. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard experienced needle retraction failure. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about safety mechanism does not work. According to the customer report the needle does not retract into the case when the safety mechanism activation button is pressed.